Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported issue. The investigation confirmed the reported issue. It was determined to be caused by improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The replacement transducer is in service with no further similar issues.

Event description:
It was reported the x8-2t transducer failed the electrical safety test. The transducer was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.